Event description:
A report was received that the patient had pain at the pocket site. The physician identified it as a mechanical problem that caused irritation at the site where the ipg was originally implanted. The patient underwent a pocket revision wherein, the physician relocated the ipg.